Event description:
Attempts for additional information were unsuccessful. Product analysis for the handheld device and software flashcard were approved on (B)(6) 2012. The handheld was returned for the following alleged reason: failure to power on or off. An analysis was performed on the returned handheld and the reported allegation was not verified. The handheld was able to power on and off with no observed anomalies. During the analysis it was verified that the touchscreen display was unresponsive. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. An analysis was performed on the returned flashcard, and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
On (B)(6) 2012 it was reported that a handheld device would not turned on. The reporter stated that the device was fully charged. The problem had reportedly occurred before, and in the past, troubleshooting had temporarily fixed the issue. No additional information was available. The handheld device and software flashcard were received on (B)(4) 2012 and are currently undergoing product analysis.

Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a serious injury or death.